Event description:
Received an electronic report from a peritoneal dialysis patient who reported to her nurse that she was unable to connect to the first connector on peritoneal dialysis treatment set. There was no report of patient injury. A sample is available for an evaluation.